Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager was failing multiple times per day. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system smart remote manager (srm) failed multiple times and did not open when the user tried to login to grab medications from refrigerator. A field service engineer checked the assembly latch for any issues and found corrosion on the mini switches. Further, the engineer replaced both mini switches to the latch and checked the latch which was good to resolve the issue. The system functioned as intended after the field service engineer repaired the device.